Event description:
A report was received that the patients scs was not working. The patient will undergo a revision or explant procedure. Additional information was received that the patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 serial #: (B)(4) description: next generation anchor kit-sterile additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's scs was not working. The patient will undergo a revision or explant procedure.

Event description:
A report was received that the patient's ipg was not working. The patient will undergo an ipg explant procedure.